Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump battery will not charge. Caller has been having the charging issue for a couple of weeks. The cable will not latch into the pump and is very loose. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.